Event description:
It was reported that two allergy incidents (acute hypotension) occurred after the insertion of the catheter. The coated catheter was removed to resolve the issue. The patient had no harm or complications. The associated emdr report numbers are 3006425876-2025-00099.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. The complaint of a catheter related allergic reaction could not be confirmed based on the available information. The customer did not provide any test results or confirmation that the adverse reaction was specifically associated with the chlorhexidine coating. The instructions for use (IFU) provided with this kit warns the user, "remove catheter immediately if catheter-related adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs.". Therefore, based on the available information, the complaint could not be confirmed and the probable cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that two allergy incidents (acute hypotension) occurred after the insertion of the catheter. The coated catheter was removed to resolve the issue. The patient had no harm or complications. The associated emdr report numbers are 3006425876-2025-00100 and 3006425876-2025-00099.